Manufacturer narrative:
Other, other text: returned device was received in decent physical condition but there was contamination by the dso sensor seal and chassis position. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The fault was found to be the contamination by the dso sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump kept producing the "cassette not attached properly" alert. There was no reported adverse events.